Manufacturer narrative:
The customer requested, that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed. And the cause was traced to a faulty therapy switch. Based on the conclusion of the evaluation. It was determined, that this was a malfunction of the therapy switch. The therapy switch was replaced. And the device passed all subsequent testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device would only power up in service mode. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device would only power up in service mode. There was no patient involvement.